Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient and patient contact discovered a fluid leak from the cassette door of their cycler after cancelling pd treatment. The patient reported receiving unknown alarms prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient contact was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Additional information was requested but was not received to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient and patient contact discovered a fluid leak from the cassette door of their cycler after cancelling pd treatment. The patient reported receiving unknown alarms prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient contact was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler showed physical damage with a tilted heater tray, pushed in rear panel, and a misaligned touchscreen overlay. There were visual indications of dried fluid within the cassette compartment on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed and encountered motor a grinding. No fluid leak was found in the test cassette. No alarms or other issues occurred during the test. The cycler underwent and passed a system air leak test and balloon valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed and encountered fluid in hp2. There were visual indications of dried fluid on the bottom pump gasket, on the bottom cover behind the front panel and on the bottom cover under the pump assembly. The cause of the observed fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient and patient contact discovered a fluid leak from the cassette door of their cycler after cancelling pd treatment. The patient reported receiving unknown alarms prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient contact was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Additional information was requested but was not received to date.